Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report.

Event description:
Customer complaint alleges the device broke apart during a patient use. No patient injury or consequence was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the housing wad detached. The dry side housing was not returned, only the wet side housing. No abnormalities were seen on the wet side housing. A device history record review was performed and no relevant findings were identified. At the manufacturing site, a 100% leak test is conducted on this product, thus any defects would be detected prior to release. The complaint could not be confirmed as the complete sample was not returned.

Event description:
Customer complaint alleges the device broke apart during a patient use. No patient injury or consequence was reported.